Event description:
On (B)(6) 2013, the patient reported that on (B)(6) 2013, her blood glucose levels were erratic and then fell to 50 mg/dl. The patient stated that the trouble with her blood glucose levels was due to a urinary tract infection. She stated that while her blood glucose levels were erratic that she called a nurse and was instructed to disconnect from the infusion device and give herself an injection of 20 units of insulin. Her blood glucose level lowered within 35 minutes. The patient needed a coworker to bring her food and drink. One of her coworkers called 911. The patient did not lose consciousness. She was taken to the hospital by ambulance. The patient's endocrinologist put the patient back on her infusion device and stated that her blood glucose level had fallen due to the recommendation of the nurse who told the patient to inject 20 units of insulin. The infusion device was not requested to be returned for product evaluation.